Event description:
The patient was undergoing primary coronary intervention for an acute st elevation myocardial infarction (stemi). A balloon catheter was passed across the lesion uneventfully. When the balloon was attempted to be inflated, there was no increase in pressure and it was decided to remove the balloon catheter. When balloon catheter was being removed, only the distal half was removed with the proximal half across the lesion and into the guide catheter. A second guidewire was passed into the artery and over it a 3 mm angioplasty catheter was passed to the distal end of the guide catheter and inflated, pinning down the half of the first angioplasty catheter that remained in the vessel. The guide catheter was then removed along with both guide wires, the distal half of the first balloon and the second balloon catheter.